Event description:
It was reported that the patient experienced increased lower extremity spasticity. A contrast study revealed a kink/occlusion (location not specified). The catheter was explanted and replaced. The patient recovered without sequela. The pump contained baclofen at the time of the event.

Manufacturer narrative:
Results: refers to the catheter.